Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The reason for the revision reported may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. The malalignment between the implants along with the insert wear may have resulted in the instability. Possible causes for polyethylene wear include malalignment between implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 5 years and 2 months post the initial left total knee arthroplasty (tka), the patient returned to the surgeon's office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled poly implant. Upon examination, the patient was scheduled to have a revision. X-rays were consistent with likely asymmetric polyethylene wear. The patient underwent a poly insert swap and patella implant swap. There was white synovitis that is often seen in polyethylene wear. Cultures were obtained initially and entering the joint. There was evidence of oxidation of the polyethylene. The tibia and femoral components were found to be well fixed without substantial osteolysis noted. The decision was made to retain the metallic components. Final insert and patellar components were cemented into place. There were no complications. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. Associated with 1038671-2024-03705 (right knee).

Manufacturer narrative:
Pending investigation. D10: (B)(6) 02-010-03-0230 - logic cr femoral cem, left, sz 3, (B)(6) 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t.